Event description:
During the implanting ofo the suture, the suture began to fray. The dr. Elected to remove the implanted sutures. The pt's condition is fine. The explanted sutures were discarded by the hospital.